Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced three infusion set cannula kinked event on 01-mar-2026. Patient experienced bleeding. No further information is available.